Event description:
It was reported that when the vns pt was seen for a routine follow up visit, and a system diagnostic test was performed, the result revealed high lead impedance. The physician programmed the device off at that time, and recommended that the pt have x-rays to assess the continuity of the vns device. The pt has not gone to have the x-rays done at this time, and therefore, the pt has not yet been referred to a surgeon. There was no report of any pt manipulation or trauma that preceded the high lead impedance test result. It is likely that revision surgery will occur.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.